Event description:
Follow-up information was received from a manufacturer representative reporting that the lead was removed from the system.

Manufacturer narrative:
Regulatory product return coding applies to lead serial# (B)(4) implanted:(B)(6) 2015.

Manufacturer narrative:
Other applicable components are: product ID 3389s-40 lot# va1174n serial# (B)(6) 2015 product type lead product ID 3708660 lot# serial# (B)(4) implanted: (B)(6) 2015 product type extension product ID 3708660 lot# serial# (B)(4) implanted: (B)(6) 2015 product type extension product ID 3387s-40 lot# va1bt1t implanted: (B)(6) 2017 product type lead product ID neu_stimloc_acc lot# product type accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient's right lead was explanted in march due to an infection. It is unknown when the issue began occurring. It was confirmed that the patient's right lead was still in place.

Manufacturer narrative:
The returned product information pertains to the lead (lot #: va1bt1t). The lead extension sn#: (B)(4) was not returned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va1174n, implanted: (B)(6) 2015, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3387s-40, lot# va1bt1t, implanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) and it was reported that the healthcare provider (hcp) wanted an MRI to reimplant the patient. The rep reported that the bipole pair impedance on the right was normal 500-2000 ohms but the unipolar showed an open circuit.

Manufacturer narrative:
Analysis of the lead (serial # (B)(4)) found no anomaly. Analysis of the simloc cap and clip found no anomaly. Result code updated from (B)(4) to (B)(4) conclusion code updated from (B)(4) to (B)(4). Additional analysis information analysis information -- 2017-06-23 13:26:13 cst pli# (B)(4) product ID# (B)(4) the returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis information -- 2017-06-23 13:27:24 cst pli# (B)(4) product ID# neu_stimloc_acc the returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. {the base was not returned} if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.